Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being admitted in the emergency room due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that they download the insulin pump and there was no information from (B)(6), 2012 thru (B)(6), 2013 as well it showed that the time on the insulin pump had changed several times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.